Event description:
It was reported that a plum 360¿ infuser has a battery issue, now the same pump won't turn off. The startup screen keeps flashing and glitching between all 3 screens while doing an infusion on a patient. There was no physical damage. There was patient involvement, no patient harm and there was delay in therapy. The pump randomly shut off and cycled through a start-up screen while patients were receiving medication infusions with the pump.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Tests: self-test and visual inspect. Self-test passed but the device is already alarming low battery message. Visual inspection performed and passed. The customer complaint was confirmed that the device did alarmed low battery and replace battery. Furthermore, the battery got so low, that the device shutdown. The probable cause was faulty battery. During testing, checked the power supply pwa board, power cord and grounding and passed performance verification test (pvt).